Manufacturer narrative:
The device was manufactured on 08/14/2009 and was previously repaired (B)(4) 2012. Customer returned an air dermatome device for evaluation along with four width plates, a hose and a screw driver. The investigation revealed the master blade was not flush with the control bar. Prior to repair, the device operated within motor speed specifications. The device was outside calibration specifications at the zero thickness setting. Device repair included replacement of the standard repair parts, recalibration and readjustment of the control bar. The reported event was not confirmed during testing; however, it was most likely due to the control bar not being flush with the master blade, which can potentially lead to gouging of the patient. The device was repaired and returned to the customer.

Event description:
It was initially reported that the device was being used during a surgical procedure where a patient required a skin graft. The graft was being harvested by an experienced registrar under consultant supervision. It was reported that the device was not sliding smoothly along that skin and instead created a full thickness laceration through the skin, into the subcutaneous tissue and down to the muscle. As a result, an approx. 6cm long l-shaped laceration was left on the upper inner right thigh that required repair. Additional information determined there was an extension of around 15-20 minutes to the procedure where the patient was under anesthesia. The same device was used to harvest a second graft, which was used to complete the planned wound coverage by adjusting the technique accordingly. The resultant wound was sutured at the time and a dressing was applied. The patient required follow up assessment regarding the care of the scar. It was stated that all standard procedures were followed, wherein the device was tested for intended psi of nitrogen pressure, desired and consistent speed and blade assembly prior to patient application. The depth was set between 6 and 8 on the device dial. The laceration occurred at the start of the harvest, possibly a few mm after the initial application and the blade continued to cut with pressure and the laceration extended from the skin, through the subcutaneous tissue and into the fascia. The device had been applied to the skin at an angle of around 45 degrees and it was at the same angle at the location of the laceration. At the site of the harvest the skin integrity was normal and the assistant had applied traction to the donor site and was holding the skin flat. It was confirmed that the laceration was not seen until the dermatome was removed, however, the assistant quickly noticed that there was no skin observed within the device and the device was not moving forwards smoothly as expected and the procedure was stopped after a few seconds.